Manufacturer narrative:
Date of event was reported as 6 months ago. Concomitant medical products: product ID 37761, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer reported that the ¿nothing was working¿. The reporter was not able to get anything to come up on the recharge screen. It was noted that the connector pin was bent and loose. It was also reported that the desktop charger and power cord had been lost. The patient had been having issues with their implantable neurostimulator (ins) for a while now where it did initially help them but did not. In addition, it was reported that it had been more than 6 months since the patient had charged. Follow up information reported that the patient was to make an appointment with their healthcare professional (hcp) to have their device restarted. In addition, no products had been returned to the manufacturer for analysis. The indication for use for the implanted device was noted as non-malignant pain. Other medical history included that the patient was legally blind and overweight. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.